Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the received device and found a deep tear in the sheath near the funnel and its inner coil was exposed. Based on the device evaluation findings, it is likely that the sheath was broken by excessive force the user applied to twist it counterclockwise. The hydrophilic coating became less effective during the procedure and rotating the device caused excessive stress to the area between the funnel and sheath, resulting in the damage.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to the service center and pending investigation. The cause of the reported event cannot be determined. However, based on the reported information, the operator¿s technique cannot be ruled out as a contributory factor of the reported event. The reported event is listed as a potential complication that can occur during operation. The instruction manual (section 3.0) states, ¿patients or their representatives should be informed of the possible complications associated with the use of this product.¿ gyrus acmi requests that physicians notify the company of complications that may occur with the use of this device. Complications may include but are not limited to mucosal irritation, inflammation and perforation of the urethra, bladder, or ureter. ¿in addition, do not apply excessive force to the product or use it excessively. It is likely to injure or cause perforation in the urinary tract of the patient.¿ the instruction manual states ¿advance the dilator/sheath assembly over the guidewire to the desired location. If resistance is encountered, stop! Do not advance against resistance. Damage to the anatomy could result.¿

Event description:
The service center was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the proximal end of the device broke. No pieces fell into the patient. No bleeding reported. No longer needed stay or additional procedures. The procedure was prolonged by a few minutes. The procedure was completed using non-olympus equipment. There was no patient injury reported.